Event description:
Event description cpi received information that this endotak sq lead was explanted. The returned form states, inappropriate therapy and apparent lead fracture. No other information was received.